Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the perfusionist rec'd an error alarm on the ultrasonic level sensor: "not attached". The system was rebooted and the alert was reset. The device was not changed out, as the level sensor was used for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This MDR is related the MDR #1828100-2013-00095.